Manufacturer narrative:
Returned device was received in damaged physical condition. The housing was damaged and the dso was missing a nub. During the evaluation of the device, the missing nub on the dso was missing and causing the initial complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited pump won't run. There was no patient involvement in this event. No adverse effects were reported.